Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving gablofen dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient¿s pump pocket became infected. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. It was also unknown if there was any diagnostics or troubleshooting performed. The actions or interventions taken to resolve the issues was reported as the patient¿s pump system was explanted. The issue was resolved at the time of the report and the patient¿s status was reported as ¿alive, no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.